Event description:
In 2008, the lay user/pt contacted lifescan alleging the one touch ultra smart meter was reading imprecisely. The medical affairs specialist sent follow up questions to the technical service representative (tsr) to ask the pt. The pt says her readings have been erratic since approx one and a half months earlier. She gives example results of 19.5 and 9.2 mmol/l within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20%. The pt says she experiences about 1 hypoglycemic event daily exemplified when she "loses control of things," feels sweaty and giddy, and feels that she is "not really with it." The pt says it is normal for her to feel symptoms that often but that the symptoms have "been worse" since the beginning of march. She did not specify what it meant for her to become worse. The pt increased her insulin on march 1 from 16 units of mixtard before lunch and dinner and 16 units of novorapid before breakfast, lunch, and dinner, to 18 units of each type of insulin on the same dosing schedule. She decided to increase the doses on her own because she felt her readings were getting higher. She takes a set amount of novorapid and mixtard and takes an unk type of insulin before bedtime that she does adjust based on meter readings. The pt only takes the bedtime insulin when her result is above 12.0 mmol/l. The pt states she has not felt symptoms as a result of a bedtime insulin adjustment. Occasionally, the pt takes a reading on her meter during hypoglycemic symptoms and gave an example of a reading of 2.3 mmol/l during the symptoms. The pt has a "glucogen kit" that she uses to treat low blood sugar symptoms. She may use some "glucogel," drink a sports drink or eat bread. It took her about 30 mins to feel better each time she treated her symptoms. The pt has not had symptoms since she called lifescan on original date. The tsr determined during the troubleshooting telephone call the pt's testing technique is correct. The test strips were within expiration dating and in good condition. The meter was set to the correct unit of measure and calibration code number. The complaint is being reported because the pt alleged inaccurate readings, took extra insulin based on the readings and, according to her, her symptoms that are suggestive of hypoglycemia became worse.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.